Event description:
It was reported by service report that the head end fowler litter bolts are missing and the fowler can't be raised or lowered. No patient involvement or adverse consequences are reported.